Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. Upon removing the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd), there was a large amount of sealant adhering to the tip of the advancer tube. The operator held manual pressure for 10 minutes to achieve hemostasis and there was no hematoma noted. There was no reported patient injury. The mynxgrip was opened in a sterile field and was deployed as per instructions for use (IFU). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The syringe was attached to the device. The procedural sheath was on the catheter and fully retracted. The advancer tube was detached from the catheter shaft. The sealant was found on the distal tip of the advancer tube and exposed to blood and swollen. The condition of the returned device indicates complete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, since the device was returned in complete removal. The sealant was exposed and swollen on advancer tube, the advancer tube was deployed from the catheter shaft, and the shuttle was retracted, no functional tests could be performed. Per microscopic analysis, the sealant was observed to be swollen, exposed to blood, and slightly ripped exposing the distal tip of the advancer tube. This indicates that advancer tube might have been pushed too far into the sealant during catheter removal. A product history record (phr) review of lot f2034502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failing to follow the instructions for use may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it cautions users that failure to hold the advancer tube in place and/or a proper position of the tamping tube is not maintained during catheter removal, the sealant could dislodge from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. The product was returned for analysis. A review of the manufacturing documentation associated with this lot# f2034502 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
Upon removing the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd), there was a large amount of sealant adhering to the tip of the advancer tube. The operator held manual pressure for 10 minutes to achieve hemostasis and there was no hematoma noted. There was no reported patient injury. The mynxgrip was opened in a sterile field and was deployed as per instructions for use (IFU). The device will be returned for evaluation.